Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing, far r wave oversensing, and pseudo pseudo fusion on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was recovering following the changes.